Event description:
Additional information was received that this rv lead was surgically capped and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had an alert last month for low out of range pacing impedances less than 200 ohms in bipolar configuration. The lead was tested in unipolar where the impedances were around 400 ohms, and 500 ohms in bipolar. Isometrics did not reproduce noise in unipolar or bipolar, so the lead was programmed back to bipolar. The patient was in the hospital for syncope due to low blood sugar. The system remains in-service at this time. No adverse patient effects were reported.